Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 6000 c501 module. The reporter also mentioned imprecision for two additional assays. The sample initially resulted in a na value of 300 mmol/l and repeated as 144 mmol/l. No incorrect result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
During a previous service visit on 15-dec-2022, a tube of the wash station was changed by the field service engineer. The field service engineer checked again the analyzer and cleaned the vacuum tank, vacuum bottles, and tubings. He replaced a rinse tube, adjusted the gear pump pressure, cleaned the tubes of the wash station, and exchanged several valves. Precision testing was performed with acceptable results. Quality controls were run an were within specified range. The investigation is ongoing.